Manufacturer narrative:
Covidien reference: (B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer replaced the touchframe printed circuit board (pcb). The ventilator is in working condition.

Event description:
It was reported that the ventilator's touchscreen was blocked. The ventilator was not on a patient at the time of the event.